Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. Functional testing was performed on the 10-production lot in-house retention tubes and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube would under fill. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that the blue lab tube item # 363083, lot # 2259030 is not filling to the required fill line. Customer is inquiring if there are any other similar complaints received by bd.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube would under fill. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that the blue lab tube item # 363083, lot # 2259030 is not filling to the required fill line. Customer is inquiring if there are any other similar complaints received by bd.